Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer¿s reported e315 error could not be confirmed or duplicated. During inspection and testing, service found the insertion section was leaking due to a perforation. Keytop #1 was leaking. The reduced angulation was confirmed due to stretched angle wires. The light guide lens was cracked due external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that an e315 error (scope error) was displayed, and the angle was reduced. The issues were observed when preparing the device for use, prior to a procedure. The intended diagnostic procedure was completed with a similar device, with no delay to the procedure. There was no patient or user injury reported due to the event. This report is being submitted for the e315 error message.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that due to physical stress, the switch button 1 (sw1) leaked, and water invaded the device causing an abnormality in the electrical components to occur. The root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information please read before use ¿inspection of the endoscopic image.¿ ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.